Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp was used on a (B)(6) year old female patient for spinal cord injury/myelopathy due to degenerative change for posterior cervical laminoplasty on (B)(6) 2020. She was placed in mayfield head pins which were appropriately secured to her skull at 60 pounds (lbs.) Of pressure using the tightening screw. The patient was turned prone on her posterior neck and in the process of attaching the mayfield to the bed and positioning her neck for surgery, the mayfield disengaged and popped open causing the appropriate pressure of the head pins to release to 20 pounds, which was not adequate to hold the average sized adult skull. When the mayfield popped, the patient's head slipped in the mayfield causing a laceration of her scalp. Her head did not fully fall out of the pins as the surgeons were actively holding the head. An unspecified medical intervention was done. The device was removed and was replaced with a new one while the patient was prone and then finally attached her head to the bed. There was a delay in surgery of 30 minutes.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device history record (DHR) showed no abnormalities related to the reported failure. A detailed evaluation and functional testing of the returned skull clamp showed that the unit passed all specific functional testing requirements. No issue was found during the evaluation. When unit was properly positioned and put under pressure, the unit would not have slipped and caused the laceration. The reported complaint was not confirmed. The reported complaint was likely caused by improperly handling /improper positioning of the skull clamp. The definite root cause could not be reliably determined.

Event description:
N/a.